Event description:
A (B) (6) male pt contacted lifecor customer support to report that the battery pack was on the battery charger all day yesterday, and it did not charge. Support asked if there were any lights on the charger. The pt stated that no lights are lit. Support asked if there was a green light on the charger brick. He stated that he could not see one. Support asked him to try the charger in another outlet and the pt refused. Support sent a pt service rep (psr) to the pt to trouble shoot. The psr stated that the pt told her that one of the battery packs may have had something wet on it when he placed it in the battery charger. Support sent the pt a replacement charger and battery packs.

Manufacturer narrative:
Device manufacturer date: battery charger (B) (4) - 08/2008. Battery pack (B) (4) - 10/2008. Battery pack (B) (4) - 05/2009. Device evaluation summary: device evaluations of battery charger (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The corrosion also caused u13 to blow within the charger. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The battery charger was scraped. Both battery packs had defective cells. The root cause of the defective cells was the pt using the battery packs without charging them. The battery packs were repaired, retested and restocked. No adverse event resulted from the damaged charger or battery packs. The pt received replacement charger and battery packs.